Event description:
Procedure type: appendectomy. According to the reporter: after firing successfully, the idrive would not release from the tissue, even after many attempts to open. The battery was exchanged, but this did not open the jaws. An attempt was made to open the cartridge with a screwdriver, but this was unsuccessful. The tissue was resected around the cartridge and the surgery was completed manually. Surgical time was extended by more than 30 minutes. There was no adverse event as a result of this delay in time.

Manufacturer narrative:
(B)(4).